Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas stating that the patient was in the hospital with blood glucose (bg) over 500mg/dl, and noted that the patient does not follow proper protocol when loading the cartridge into the pump. No additional details were provided. Attempts by customer technical support to follow up for additional information and troubleshooting have been unsuccessful. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with use error of the pump.

Manufacturer narrative:
Additional information received 05/06/2014: the patient was reportedly admitted to the hospital for diabetic ketoacidosis on the date of the alleged bg excursion.